Manufacturer narrative:
Additional information received revealed the diagnosis of mechanical failure was the reason for explant. Mechanical failure indicates the patient reports visual symptoms that cannot be resolved. The patient reported symptoms of significant glare with night driving were so disruptive, he did not feel safe driving at night. His occupation requires night driving. The symptoms of glare could not be resolved. The patient was stable when discharged. The replacement lens is a different model and diopter. Visual acuity pre-op (pre-initial implant): 20/25. Visual acuity post-op (post-initial implant): 20/20. Visual acuity post-op (post-replacement):20/20. As a result the following fields have been updated: date of event: (B)(6) 2019. Device available for evaluation, returned to manufacturer on 2/7/2020. (B)(4). Device evaluation: the complaint sample was received with a biohazard specimen bag, a hard copy email, and the complaint lens which was wrapped in gauze. Visual inspection under magnification revealed a bent haptic and debris/fibers on the lens, which may be attributed to the lens being wrapped and returned in gauze, however how and when the haptic was bent and how the debris/fibers were introduced to the lens cannot be confirmed. The lens was then cleaned, and no cosmetic defects were observed. No specific complaint was made against the lens; therefore, no complaint issue could be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019 - (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's left eye requiring incision enlargement. No suture or vitrectomy were required. Reason for explant was not provided. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.